Event description:
Reporter indicated a vns patient was having increased seizures and a sensation of erratic vns stimulation. The vns was disabled. Attempts for further information have been unsuccessful to date.